Event description:
It was reported the duodenovideoscope had a prothesis stuck in the channel. It is unknown when the issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Foreign material was present in the forceps elevator. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. It is possible the foreign material was not removed during reprocessing due to leakage from biopsy channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: ¿inspection of the instrument channel and forceps elevator.¿ olympus will continue to monitor field performance for this device.